Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer in the united states contacted biomerieux to report a cap proficiency specimen (acinetobacter lwoffii) for which the vitek 2 gn ID card provided inconsistent results. First test - gn ID result was "unidentified". Second test - gn ID result was "low discrimination". Third test - gn ID result was moraxella group. There is no indication or report from the hospital or treating physician to biomerieux that the discrepant result led to any adverse event related to a patient's state of health. No patient was directly associated with the cap survey result. Submittal of the survey organism has been requested from the customer for internal investigation.

Manufacturer narrative:
Biomérieux investigation was conducted. The organism was subcultured, and testing included two (2) cards from the customer card lot and one (1) card from two (2) random lots. Api® 20ne was also performed. For all cards tested, a low discrimination call of acinetobacter lwoffii / moraxella group was obtained. Since acinetobacter lwoffii is presented as a possible organism, the results are acceptable for vitek® 2 testing. (B)(4). The vitek® 2 gn ID cards are performing within performance specifications.